Manufacturer narrative:
(B)(6) 2015 09:06 am (gmt-4:00) added by (B)(6) ((B)(4)): a maquet field service representative evaluated the device and determined that the failure was caused by repeated collisions/impacts to the cupola. He replaced the bumper with a new one. The powerled series operating manual includes a verification of the covers during yearly maintenances.(B)(4).

Event description:
The customer reported that the end cap fell off of the light during a surgery after an x-ray device collided the ceiling suspension. The procedure was completed without the bumper and no injuries were reported. Factory reference number: (B)(4).